Event description:
A user facility reported that an electromechanical ambulatory infusion pump malfunctioned during testing. The pump had a system malfunction alert, a delivery rate at 90% nominal, and an inoperative occlusion alarm. There was no pt involvement.